Event description:
Customer reported kv errors were displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board and regreased the candlestick connectors. System operates as intended.